Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt. On post-operative day one, the patient was weaned from the insulin drip and consultation was done to manage hyperglycemia. The patient developed some bradycardia and started on dopamine. The patient's heart rate increased with no further episodes of bradycardia. The patient continued to have hypertension and his medication was changed. After two weeks of hospitalization, the patient was discharged home. The study coordinator confirmed the patient experienced angina after cardiac catheterization and treatment included integrilin drip. She stated the patient did not have a myocardial infarction. She confirmed the patient had multiple promus stents implanted in the right coronary artery. The event resolved without sequelae. According to the investigator, the event was not related to cordis product or the index procedure.

Manufacturer narrative:
A (B)(6) male patient from the (B)(4) study underwent coronary artery bypass graft (CABG) surgery three months after the index procedure. Past medical history includes type 2 diabetes mellitus, hypertension, stage iii chronic kidney disease, obesity, peripheral vascular disease, obstructive sleep apnea, and moderate bilateral carotid artery disease. During the index procedure, percutaneous coronary intervention (pci) was conducted to treat a lesion in the distal circumflex. The lesion was described as 80% stenosed, non-thrombosed, 12mm in length, type b1, de novo, with no calcification. The reference vessel was 2.25mm in diameter and non-tortuous. Pre and post-dilation were not performed. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. A 2.25x18mm cypher rx stent was successfully implanted at 13atms. Residual stenosis was 0%. Pre and post-procedure timi flow was 3. No dissection occurred during the index procedure. Medical records received indicated the patient underwent cardiac catheterization three months after the index procedure. Results revealed the left main artery has ostial disease with dampening of the catheter upon insertion, the left anterior descending (lad) artery has 50% ostial stenosis, the circumflex has 90% ostial stenosis and there was 50% stenosis of the posterior descending artery. After cardiac catheterization, the patient began having more chest pain and was put on an integrillin drip. Surgery was delayed due to maximizing kidney function after the dye from the cardiac catheterization. Coronary artery bypass graft (CABG) surgery was conducted five days later with triple vessel involvement of the left mammary artery graft to the left anterior descending, saphenous vein graft to the diagonal, and saphenous vein graft to the distal circumflex. The patient had multiple promus stents in the main right coronary artery with non-significant disease to a small posterior descending which was not bypassed. The patient was transferred to the cardiovascular intensive care unit. After two weeks of hospitalization, the patient was discharged home. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient factors (specifically diabetes), vessel/lesion factors and procedural factors that may have contributed to this patient's restenotic event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Additional information was received and section b5 was updated. The patient's medical history included myocardial infarction and section b7 was updated.

Event description:
Additional information was received that confirmed the patient underwent coronary artery bypass graft surgery three months after the index procedure due to atherosclerotic coronary artery disease. The investigator's impression remained unchanged (unrelated to cordis product or the index procedure).

Event description:
Additional information was received via the (B)(6) that confirmed three months after the index procedure, a repeat angiography revealed 50% ostial narrowing of the left anterior descending (lad), 90% stenosis of the ostial circumflex (cx), and 50% stenosis of the right posterior descending artery (pda). The angiographic core lab reported an 11% target lesion stenosis in the distal cx with no thrombosis and timi 3 flow. The patient underwent coronary artery bypass graft (CABG) surgery x 3 with left internal mammary artery (lima) to the lad, saphenous vein graft (svg) to the diagonal, and svg to the distal circumflex (cx). Since it was confirmed that there was a new stenosis in the proximal circumflex (non-target lesion) and that the distal circumflex (segment where the cypher stent was implanted) remained unchanged with 11% residual stenosis from post-stent implantation, the code restenosis was deleted and the complaint will be unreported as it will no longer be deemed MDR reportable.

Event description:
As reported by the (B)(4) study, the patient underwent coronary artery bypass graft (CABG) surgery with triple vessel involvement of the left mammary artery graft to the left anterior descending, saphenous vein graft to the diagonal, and saphenous vein graft to the distal circumflex three months after the index procedure. The target lesion was located in the distal circumflex. The lesion was described as 80% stenosed, non-thrombosed, 12mm in length, type b1, de novo, with no calcification. The reference vessel was 2.25mm in diameter and non-tortuous. Pre and post-dilation were not performed. A 2.25x18mm cypher rx stent was successfully implanted at 13atms. Residual stenosis was 0%. Pre and post-procedure timi flow was 3. No dissection occurred during the index procedure. Medical records received indicated the patient underwent cardiac catheterization three months after the index procedure. Results revealed 50% ostial narrowing of the left anterior descending (lad) artery, 90% stenosis of the circumflex, and 50% stenosis of the posterior descending artery. After cardiac catheterization, the patient began having more chest pain and was put on an integrilin drip. Surgery was delayed due to maximizing kidney function after the dye from the cardiac catheterization. The patient had no further episodes of chest pain and underwent coronary artery bypass graft surgery with triple vessel involvement of the left mammary artery graft to the left anterior descending, saphenous vein graft to the diagonal, and saphenous vein graft to the distal circumflex. The patient had multiple promus stents in the main right coronary artery with non-significant disease to a small posterior descending which was not bypassed. The patient was transferred to the cardiovascular intensive care unit.